Event description:
Boston scientific received information that this lead was exhibiting noise, out of range impedance measurements that were greater than 2000 ohms and insulation damage. Flouroscopy revealed a clavicular crush. The lead was subsequently surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.